Event description:
Pt reported vocare bladder system was not producing any stimulation for voiding. External equipment was replaced to correct the problem but only produced a slight contraction. It was determined later that pt's implantable stimulator was probably not working since the electrodes were viewed on ultrasound to be intact. Non-functioning device remains implanted but does not pose any safety risk to pt. Implantable stimulator may be replaced at a later date.